Event description:
It was reported that the atrial lead exhibited impedance between 204 ohms and 217 ohms.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.